Manufacturer narrative:
Additional information was received stating this lead had dislodged. Efforts to reposition the lead were unsuccessful as the helix would not longer extend. The lead is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will

Event description:
Boston scientific received information that this atrial lead was explanted one day post implant due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. An x-ray confirmed a fracture of the inner coil near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.